Manufacturer narrative:
There is insufficient evidence to reasonably suggest that a specific cause and/or malfunction occurred in conjunction with this event.

Event description:
A customer reported to beckman coulter that the access 2 immunoassay analyzer generated an erroneously elevated troponin I (accutni) result within the risk stratification range for one patient. The customer initially obtained a lower result that the difference exceeded the assay's precision claims. The customer performed a repeat testing on an alternate instrument and obtained lower results that were consistent with the initial result. The erroneous result was reported out of the laboratory, and the corrected report was issued after re-analysis of the sample. There was no change to the patient treatment in conjunction with the erroneously elevated accutni result. The customer used the below reagent and calibrator for troponin assay: access accutni reagent pack, catalogue number 33340, lot numbers 225168, 226523.